Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 19349840.

Event description:
It was reported that the patient underwent an ipg replacement procedure as patient needed an MRI compatible ipg. During the procedure, the patients leads were damaged and was found out that the lead had migrated. The physician opted to replace the leads. The patient was doing well postoperatively. The explanted devices will not be returned.